Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 179 mg/dl and 80 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The account alleges that when the device is plugged into the wall outlet, an arcing condition appears at the wall outlet. There were no injuries reported as a result of this issue.